Event description:
2 september 2025 customer additional information received: I had initially reported both materials ref # 382612 lot # 504088 and ref # 381412 lot # 5058302 and was later told by staff that no issues were found with material 382612 lot 504088, they were pulled as a precaution.

Manufacturer narrative:
Additional information received indicating that there is no failure associated with this device. This complaint will be cancelled. Correction: cancel MDR.

Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382612 and lot number 5043088. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field.h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing catheter splits. The following information was provided by the initial reporter: injuries or adverse event: no. Reported issue: splitting when they try to insert to the patient.